Manufacturer narrative:
Inspected one opened or used partial sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings. See attached file for details. Unable to confirm insertion/needle complaint due to customer return sensor no needle.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 40 mg/dl. The customer reported that he almost got into a coma and had high blood glucose level. The customer¿s blood glucose level after dinner was 302 mg/dl and in afternoon it was 66 mg/dl. The sensor glucose and blood glucose level was not within acceptable range. The insulin pump will not be returned for analysis.